Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected power loss alarms, replace battery now alarms, software error, or hardware low level failures error noted during testing however, the downloaded history files confirmed software error due to a software error and hardware low level failures error due to broken pin on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 250 mg/dl. Customer states that after a self test this alarm occur. The insulin pump will be returned for analysis.